Event description:
Customer reports system will not boot and is making a beeping sound. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the controller pcb. System operates as intended.